Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to a broken wire at the distal weld. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when breaking the tamper seal on the release suture they pulled, but it would not come out. The physician inserted a guidewire between the two pigtails and the suture was removed without a problem. They then disconnected the tamper seal on the release wire, pulled, and the plastic tab came off of the release wire. The physician then used kelly curved hemostats to pull the wire back and the stent converted. Post-procedure, when looking at the device, part of the suture was left within the catheter, indicating that it was not left within the patient.